Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to replicate and confirm the customer reported complaint. The fenestrated bipolar forceps (fbf) was found to have charring and localized melting on bipolar yaw pulley. The thermal damage was found on the side of the yaw pulley near the grip cable. The fbf instrument passed the recognition test, engagement test, and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fbf instrument released energy and delivered energy without signs of arcing on the three of three attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was observed to have burnt tips. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event of thermal damage was discovered prior to reprocessing. The fenestrated bipolar forceps was inspected prior to use and there was no damage or anything out of the ordinary that was noted. There was no inspection conducted of the fenestrated bipolar forceps in the operation room. There was no surgical delay. Fragments did not fall into the patient. The procedure was completed robotically with no patient injury or harm.